Event description:
It was reported that through remote transmission, the device was found to be in back-up vvi mode. The asymptomatic patient was brought into clinic and a device download was successfully performed. Patient is doing well and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.